Event description:
Multiple phone calls to company regarding alleged functionality, incorrect billing statements, stable operation, and customer service. The representative refused to connect me with corporate officers who should be held accountable. The device has been replaced 3 times in 5 months. Ref reports: mw5169508, mw5169510.